Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was pseudo suction and partial flap creation on the nasal side, resulting in an irregular flap in the right eye of a patient during the laser application in lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified prior to treatment day. Latest preventive maintenance performed and confirmed system met specifications as per service installation record. As per clinical application specialist conclusion on site during surgery, contributing factors to this issue were too much liquid on the front of the eye, deep inset eyes, and lack of surgeon experience. Clinical application specialist advised to give the eye a rest and treat the first eye left eye and revisit. The hose had a lot of liquid/blood in it so it was also switched to a new patient interface to attempt one more time. When doctor obtained suction two, she was very fast to arm the laser and begin to cut. When lifting the flap she noted that one side did not fully cut. She still completed treatment on the suspect product as she did not believe this would affect the outcome. Clinical application specialist explained what happened and why the recommendation would not have been to open the flap in this instance. Based on the provided information, most probable root cause is user handling and patient condition. However, root cause cannot be confirmed without additional information. The manufacturer internal reference number is: (B)(4).